Event description:
It was reported that during routine testing, conducted by a manufacturer field service technician at the user facility: when the device was in forward mode, the reverse trigger could be depressed and ran the device when it should have been locked out. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for unintentional running was confirmed through functional evaluation, disassembly and visual inspection by the technician. The motor sockets of the device were worn.

Event description:
It was reported that during routine testing, conducted by a manufacturer field service technician at the user facility: when the device was in forward mode, the reverse trigger could be depressed and ran the device when it should have been locked out. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.